Manufacturer narrative:
Please note correction to d9 (product available to stryker). The reported event could not be confirmed since the affected device was not returned and no evidence was provided for evaluation. The batch records could not be reviewed because the affected device was not returned and the lot number communicated was incorrect. No corrective actions are required at this time. Indications of material, manufacturing, or design-related problems were unable to be identified as the lot number not communicated. More information, as well as the affected device, must be available in order to determine the exact root cause of the issue and the contribution of the nail to the overall issue. If any additional information is provided, the investigation will be reassessed.

Event description:
The end user has reported that during the intervention with gamma3 short, the rod got stuck in the aiming device and the doctor could no longer loosen the screw fixing the rod in the aiming system. Having had 2 instrumentations in the hospital to be able to solve the case, he decided to try with the other instrumentation, blocking the rod here too. Also to mention that the doctor has experience with gamma 3. Following this event, he was forced to use another system from another company. Update on (B)(6) 2025: the surgery was prolonged 1 hour because the doctors tried 2 kit instruments.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
The end user has reported that during the intervention with gamma3 short, the rod got stuck in the aiming device and the doctor could no longer loosen the screw fixing the rod in the aiming system. Having had 2 instrumentations in the hospital to be able to solve the case, he decided to try with the other instrumentation, blocking the rod here too. Also to mention that the doctor has experience with gamma 3. Following this event, he was forced to use another system from another company. Update on august 1, 2025: the surgery was prolonged 1 hour because the doctors tried 2 kit instruments.